Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was not possible due to an inaccurate lot number being provided. No further investigation is warranted at this time.

Event description:
It was reported that a revision was performed due to loosening.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.